Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error before and after a battery change. The alarm occurred during a reservoir change. The customer's blood glucose reading was 88 mg/dl at the time of incident. Troubleshooting found that the drive support cap was flush. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery; unable to confirm e70 error alarm due to erased history file also, unable to perform a21 error test due to motor error loop. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The operating currents are within specifications and passed self test, a21 error test, rewind, basic occlusion test, prime test and displacement test. No erased settings noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had broken reservoir tube lip.